Event description:
It was reported that the right ventricular (rv) lead had a gradual change in pacing impedance and pacing threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2008; 1388tc competitor implantable pacing lead - implanted: (B)(6) 2002. (B)(4).